Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) was explanted as a result of decreased pace impedance to 297 ohms and some noise. Intermittent loss of capture was suspected by the physician, but never confirmed. There were no reported adverse patient symptoms.

Manufacturer narrative:
To date, information suggests that this rv lead was removed from service, but has not yet been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. If new information becomes available, this report will be re-evaluated and updated.